Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided 22jul2020: there was no resistance when the physician attempted to remove the stent, and force was not applied to the device when removing it. The separated stent portion was removed with forceps (for cystoscope). It was confirmed that there was encrustation present on the complaint device.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary it was reported, during a transurethral ureteral stent replacement procedure, a filiform double pigtail ureteral stent separated while removing the stent. The physician passed a wire guide through the stent, pulled the coil (pig-tail part) at the bladder and attempted to pick the stent tip out of the external urethral orifice and the coil part separated. The stent was grabbed again, and the stent separated again. The stent was grabbed a third time and removed from the patient with forceps (for cystoscope). It was confirmed that there was encrustation present on the complaint device. Another manufacturer's stent was placed, and the procedure was completed. No part of the device remained in the patient's body. No adverse events have been reported as a result of the alleged malfunction. Investigation - evaluation reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, specifications, and quality control procedures and a visual inspection of the device were conducted during the investigation. One filiform double pigtail ureteral stent was returned for investigation separated into three segments. The distal segment measured 24.1 cm long from the distal coil to point of separation. The width of the coil measured 18mm. The point of separation occurred at a sideport. The proximal coil separated below the last ink band, and this point of separation occurred at a sideport; the width of the coil measured 16 mm. All segments were mating fractures and had an overall measurement of 26cm. A document-based investigation evaluation was performed. One potentially related nonconformance was recorded; the affected device was identified and scrapped. No other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions, specifications, or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which states, ¿do not excessively push or pull on the stent assembly when inserting or removing. If even a slight resistance is felt, gently remove the stent assembly.¿ based on the information available, cook has concluded that a cause for this event could not be established. A clinical assessment of the complaint concluded product handling, medical procedure, device failure, or manufacturing could not be ruled out as possible causes. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Catalog number: device is not marketed in the united states. There are similar devices marketed in the united states, for example catalog number 133626-01. Information for 133626-01: common device name: fad stent, ureteral, product code (d2b): fad, PMA/510(k) #: k172017. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a transurethral ureteral stent replacement procedure, a filiform double pigtail ureteral stent separated while removing the stent. The physician passed a wire guide through the stent, pulled the coil (pig-tail part) at the bladder and attempted to pick the stent tip out of the external urethral orifice and the coil part separated. The stent was grabbed again and the stent separated again. The stent was grabbed a third time and removed from the patient's body. Another manufacturer's stent was placed, and the procedure was completed. No part of the device remained in the patient's body. No adverse events have been reported as a result of the alleged malfunction.